Event description:
It was reported on (B)(6) 2023 around 14:00, central monitoring failed for several minutes. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone #: (B)(6). Section e reporting institution phone #: (B)(6).

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that there was no patient monitoring for several minutes. The pic ix was restarted by watchdog. The application logs could not be read in order to investigate the error in more detail. After consultation with the account manager and the regional field service engineer (fse), all systems in the hospital were updated via contract and the internal usb sticks were also to be removed. The device remains at the customer's site.